Event description:
It was reported the patient had a catheter revision for unk reasons. No symptoms were reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.